Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the plate is broken at the screw hole as shown in the provided x-rays. The lot number 63170271 is etched on the broken plate. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fractured lateral plate device and osteopenia. The fractured plate occurs at the level of the comminuted fracture of the distal femoral diaphysis. A definitive root cause cannot be determined. The reported event is confirmed by mmi report and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 5 months post implantation due to a broken femur plate. Attempts have been made and additional information on the reported event is unavailable at this time.